Event description:
A nurse reported that a pt was admitted to the hosp on (B)(6) 2014 due to testicular swelling during treatment. During the admission, the pt was diagnosed with an inguinal hernia, had hernia surgery, and was discharged on (B)(6) 2014. According to this nurse, the pt's complaint of testicular swelling has resolved, no peritoneal dialysis treatments were missed. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. The related mdrs #2937457-2014-00915, 1713747-2014-99977, and 8030665-2014-00458.